Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report adhesive issues, and also discrepancies between the sensor glucose reading and the blood glucose reading. The sensor glucose reading was 40 mg/dl compared with the blood glucose reading of 195 mg/dl. The insulin pump went into threshold suspend mode due to the inaccuracies. The customer's blood glucose reading at the time of call was 146 mg/dl. The customer completed troubleshooting. Nothing was replace or returned for analysis.